Manufacturer narrative:
The hill-rom technical support found the siderail not latching due to a broken center arm assembly. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The account ordered the center arm assembly and will replace to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the left head siderail would not latch in the up position. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).